Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the device will not be analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 3. Reference MFR report #1627487-2016-00364 & reference MFR report #3006705815-2016-00030. It was reported the patient's leads were exposed due to the patient having a keloid excised on his scalp. Follow up revealed that both the patient's lead and ipg site were infected. The patient was given antibiotics but it did not provide resolution. On (B)(6) 2016, the patient's scs system was explanted. Following the procedure, the wounds were left open to heal from the inside out. Follow-up revealed the patient is no longer on antibiotics.